Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 275 mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider wanted to troubleshoot a pump that had been stalled for 984 hours. The patient had a magnetic resonance imaging (MRI) on (B)(6) 2021 and they did not have the pump checked post-MRI. The patient came in for a refill today and upon interrogation it stated that the pump had been stalled for 984 hours. The hcp confirmed that this was the first interrogation post-MRI. Technical services discussed that the pump was in telemetry mode and to interrogate the pump logs and that there would be a recovery with today's time stamp, although it said it recovered back on (B)(6) 2021. They should proceed with the refill and the second confirmation of telemetry mode will be that they pull out what they expected from the reservoir. Technical services asked if the patient had withdrawal since the MRI as that would be expected if it was stalled, and the hcp stated the patient had not had withdrawal or an increase in spasticity. The mother told the hcp that the patient had been agitated but the hcp stated the patient has a history of behavioral/cognitive issues and this was normal for them. Technical services offered to stay on the line while the hcp went to re-check the pump logs/do the refill, but the hcp said they would call back if needed and they understood the pump was in telemetry mode. Technical services emailed telemetry mode literature.